Event description:
Information received by medtronic indicated a high blood glucose 464 mg/dl. Troubleshooting was performed and the customer was advised to change the insulin, reservoir and infusion set. The customer was using the insulin pump within 48 hours of reported event and automode feature was on at a time of incident. No further patient complications were reported. The insulin pump will not be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.